Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs linear leads; upn: m365sc841650; model: sc-8416-50; serial: (B)(4); batch: 21014262.

Event description:
It was reported that the patient was having pain on the knee with symptoms of burning and numbness which was difficult to tolerate. The patient underwent an explant procedure wherein all device components were explanted and will not be returned.